Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the patient presented to the catheterization lab for a routine dressing change and an electrocardiogram. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture in the programmed vector. Testing was performed of all vectors and a suitable threshold was found. The device was reprogrammed with confirmed bi ventricular pacing. X-ray was performed and slight dislodgement of the lead was observed. The patient was discharged and instructed to contact the clinic if there were any issues that should arise.